Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that the implantable pacemaker pacing impedance is out of range on this right atrial (ra) lead. The impedance measurement is less than 200 ohms. The presenting electrogram (egm) shows far-field oversensing and atrial undersensing observed. It was noted the lead trends consistently show low atrial impedance measurements around 200 ohms with unipolar configuration. At this time, the device and lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that the implantable pacemaker pacing impedance is out of range on this right atrial (ra) lead. The impedance measurement is less than 200 ohms. The presenting electrogram (egm) shows far-field oversensing and atrial undersensing observed. It was noted the lead trends consistently show low atrial impedance measurements around 200 ohms with unipolar configuration. At this time, the device and lead remain in service. No adverse patient effects were reported. Received additional information the device was explanted and replaced. This ra lead and the right ventricular (rv) lead remain implanted and in service with the newly implanted device. After the new device implant, this lead exhibited a low out-of-range pacing impedance measurement less than 200 ohms. The presenting electrogram (egm) shows appropriate function with no events recorded. It was noted there was no atrial threshold measurements available, however the other lead measurements are satisfactory. The atrial lead polarity is programmed to unipolar configuration. Further review was recommended. The device and ra lead remain in service. Outside of the device revision, no additional information has been received.